Event description:
On 4/14/97, the MFR received the attached medwatch report #1011084 from the FDA, medwatch medical products reporting program. The report states that on 12/5/96 it was discovered that the pt's device had an increased daily flow rate than originally calibrated. The pt will get the same dose of fudr delivered over 12.7 days rather than 14 days, and the device will have to be refilled more often. The other alternative is to take the pt back to the or and replace the pump.